Event description:
It was reported that the patient noticed the recurrence of urinary incontinence since the beginning of 2019, with occasional leaks and gradual reappearance. The patient underwent a surgical procedure where his artificial urinary sphincter (aus) device that was not functioning, 12 years after implant. Upon explant, it was identified that the balloon was punctured.

Event description:
It was reported that the patient noticed the recurrence of urinary incontinence since the beginning of 2019, with ocasional leaks and gradual reappearance. The patient underwent a surgical procedure where his artificial urinary sphincter (aus) device that was not functioning, 12 years after implant. Upon explant, it was identified that the balloon was punctured.

Manufacturer narrative:
Investigation summary based on all the available information, boston scientific concludes that the visual examination of the balloon identified scaling and fatigue and a pinhole leak in the shell. Based on this observations, although the reported allegation of urinary incontinence is unable to be confirmed, the reported event of hole/perforation is confirmed. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis visual examination of the pump and cuff did not identify any leaks in the components. Visual examination of the balloon identified scaling and fatigue at the balloon shell. A pinhole leak was identified in the area where the scaling and wear and material fatigue were observed on the balloon shell. The functional testing of the device showed that the pump and cuff performed within specifications. The balloon was not functionally tested due to the observed leak. Labeling review the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.